Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator/monitor indicating that the ECG cable was worn. There was reportedly no patient involvement. Available details indicate that the device's ECG cable was worn. Details provided in an update from the source case indicate that the remote service engineer replaced the device's 3 lead ECG trunk, (B)(4) and snap, iec, ICU leadset, (B)(4) and the device was successfully returned to service. The part was not returned for additional investigation. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the therapy pca. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer replaced the 3 lead ECG trunk and snap, iec, ICU leadset to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.